Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient experienced blood glucose of up to 300 mg/dl and e7 electronic errors on the infusion device. Patient corrected hyperglycemia by delivering insulin through the infusion device. Patient's hba1c increased from 7.2% to 8.5%. Patient received cortisone treatment and experienced elevated blood glucose after. Patient believes the insulin delivery of the infusion device is too low. Infusion device was replaced and requested for evaluation. The patient did not require assistance from a health care professional or second party to address the issue. No additional information was provided.